Manufacturer narrative:
Service representatives replaced the spo2 board. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported an accutorr v monitor did not display spo2 which may have affected spo2 monitoring. No patient injury was reported.